Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Valve stenosis is listed in the instruction for use (IFU) as a potential risks associated with the use of the thv. Also noted in the valve-in-valve IFU, residual mean gradient may be higher in a ¿tav-in-sav¿ configuration than that observed following implantation of the thv inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting surgical bioprosthetic aortic valve be determined, so that the appropriate thv can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the internal orifice as possible. Patient¿prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. Ppm is defined as an eoa indexed for body surface area < 0.8-0.9 cm2/m2 in the aortic position and < 1.2-1.3 cm2/m2 in the mitral position. This is a frequent problem in patients undergoing aortic or mitral valve replacement (20¿70% prevalence), and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. Ppm is also a frequent problem after mitral valve replacement, where it is associated with less regression of pulmonary hypertension and higher mortality. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results indicate that patient-prosthesis mismatch (ppm) likely contributed to the worsening pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 1 year and 4 months post implantation of a 20 mm sapien 3 valve, the patient presented with progressive shortness of breath. A 2nd 23 mm sapien 3 valve was placed inside the 20 mm valve. The patient tolerated the procedure well and transferred for post management care and discharged 1 day post procedure. Upon review of medical records (echo reports, admission, and discharge summary), post procedure of the 20 mm s3 showed mild or trace paravalvular leak (pvl) and ¿somewhat¿ aortic position was noted. This was felt to be stable and no further intervention was required. An echo (tte) approximately 6 months post procedure revealed increased velocities across the aortic valve, ¿likely due to the size of the valve¿ and a moderate to severe pvl. An echo (tee) was requested and performed at 1 year and 3 months post procedure. The echo revealed an aortic valve prosthesis in place, it appears well seated. The leaflet motion appears normal. There is no vegetation or thrombus noted. There are two distinct regurgitant jets from either side of the valve struts. The smaller of the two jets is anteriorly directed. The large jet mild to moderate in severity. A decision was made that the patient would likely benefit from a valve in valve procedure and was admitted the same day for the procedure. The patient underwent a successful placement of a sapien 3 valve and with post dilation. A one day echo (tte) revealed no pvl aortic regurgitation or prosthetic aortic regurgitation noted. Gradients are normal for this aortic prosthesis (mean gradient 23.9 mmhg).